Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "low-out." The customer's blood glucose level was 444 mg/dl at the time of the incident. The customer treated their blood glucose levels with their insulin pump but received a no delivery alarm. The customer was assisted with the issue and advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer was informed that the reservoir may be occluded. The customer sent the reservoir back for analysis.